Manufacturer narrative:
The device was evaluated. The reported event was confirmed. The root cause cannot be identified. Reasonably known information suggest probable causes such degradation, wear and tear. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair team indicated that the connecting tube of the device had coating peeling 1mm2 or more. There was no patient involvement.